Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis since (B)(6) 2010, right lower quadrant pain since (B)(6) 2010, ovarian cyst (a 2.1 cm) since (B)(6) 2010 and adenomyosis since (B)(6) 2010. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hot flush ("hot flashes"), loss of libido ("lack of sex drive"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy ), surgery (total hysterectomy (full)),. Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, genital haemorrhage, hot flush, loss of libido, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the pelvic pain, uterine haemorrhage and menstrual disorder outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, hot flush, loss of libido, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: she had undergone essure confirmation test on (B)(6) 2010, pregnancy test : positive. On (B)(6) 2010, diagnosis: chronic cervicitis ¿benign endometrium baslis, with focal stromal pigment deposition, adenomyosis of myometrium, superficial and focal. Myometrical hypertrophy, diffuse. On (B)(6) 2010, assessment: ovarian cyst fluid. Procedure: laparoscopy with cystectomy. Operation: laparoscopic diagnostic aspiration ovarian cyst fluid removal of skin tag preoperative diagnosis: severe right lower quadrant pain, a 2.1 cm right ovarian cyst. Procedure performed: diagnostic laparoscopy, drainage of ovarian cyst on right side, removal of skin tag on abdomen. Specimen: fluid from the cysts on left ovary and the skin tag . Concerning the injuries reported in this case, the following one was reported via medical records:uterine haemorrhage(confirming genital haemorrhage.) Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received. Reporters were added. Patient¿s concomitant disease and unstructured relevant tests were added. Abnormal uterine bleeding was added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included ectopic pregnancy. Concurrent conditions included chronic cervicitis since (B)(6) 2010, right lower quadrant pain since (B)(6) 2010, ovarian cyst (a 2.1 cm) since (B)(6) 2010 and adenomyosis since (B)(6) 2010. Concomitant products included oxycocet (percocet). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced hot flush ("hot flashes"), loss of libido ("lack of sex drive"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and groin pain ("groin area on both legs"). The patient was treated with surgery (total hysterectomy on (B)(6) 2010), and surgery (total hysterectomy(full)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, hot flush, loss of libido, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety and groin pain had resolved and the uterine haemorrhage and menstrual disorder outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, groin pain, hot flush, loss of libido, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: she had undergone essure confirmation test on (B)(6) 2010, pregnancy test : positive. On (B)(6) 2010, diagnosis: chronic cervicitis ¿benign endometrium baslis, with focal stromal pigment deposition, adenomyosis of myometrium, superficial and focal. Myometrical hypertrophy, diffuse. On (B)(6) 2010, assessment: ovarian cyst fluid. Procedure: laparoscopy with cystectomy. Operation: laparoscopic diagnostic aspiration ovarian cyst fluid removal of skin tag preoperative diagnosis: severe right lower quadrant pain, a 2.1 cm right ovarian cyst. Procedure performed: diagnostic laparoscopy, drainage of ovarian cyst on right side, removal of skin tag on abdomen specimen: fluid from the cysts on left ovary and the skin tag. (B)(6) 2010: surgical pathology report: specimen source: a:uterus and cervix uterus and cervix: chronic cervicitis. Benign endometrium, predominantly basalis, with focal stromal pigment deposition. Adenomyosis of myometrium, superficial and focal. Myometrial hypertrophy, diffuse. Concerning the injuries reported in this case, the following one was reported via medical records:uterine haemorrhage(confirming genital haemorrhage.) Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "depression, mental anguish, groin area on both legs" added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included ectopic pregnancy. Concurrent conditions included chronic cervicitis since (B)(6) 2010, right lower quadrant pain since (B)(6) 2010, ovarian cyst (a 2.1 cm) since (B)(6) 2010 and adenomyosis since (B)(6) 2010. Concomitant products included oxycocet (percocet). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hot flush ("hot flashes"), loss of libido ("lack of sex drive"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy on (B)(6) 2010), surgery (total hysterectomy (full)), surgery (total hysterectomy(full)) and surgery (total hysterectomy(full)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, genital haemorrhage, hot flush, loss of libido, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the pelvic pain, uterine haemorrhage and menstrual disorder outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, hot flush, loss of libido, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: she had undergone essure confirmation test on (B)(6) 2010, pregnancy test : positive. On (B)(6) 2010, diagnosis: chronic cervicitis ¿benign endometrium baslis, with focal stromal pigment deposition, adenomyosis of myometrium, superficial and focal. Myometrical hypertrophy, diffuse. On (B)(6) 2010, assessment: ovarian cyst fluid. Procedure: laparoscopy with cystectomy. Operation: laparoscopic diagnostic aspiration ovarian cyst fluid removal of skin tag preoperative diagnosis: severe right lower quadrant pain, a 2.1 cm right ovarian cyst. Procedure performed: diagnostic laparoscopy, drainage of ovarian cyst on right side, removal of skin tag on abdomen. Specimen: fluid from the cysts on left ovary and the skin tag. (B)(6) 2010: surgical pathology report: specimen source: a:uterus and cervix uterus and cervix: chronic cervicitis. Benign endometrium, predominantly basalis, with focal stromal pigment deposition. Adenomyosis of myometrium, superficial and focal. Myometrial hypertrophy, diffuse. Concerning the injuries reported in this case, the following one was reported via medical records:uterine haemorrhage(confirming genital haemorrhage.) Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet was received events added from pfs- she did not undergo confirmation test. Reporter information were added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hot flush ("hot flashes"), loss of libido ("lack of sex drive"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, genital haemorrhage, hot flush, loss of libido, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, hot flush, loss of libido, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: she had undergone essure confirmation test. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events added per pfs: hot flashes, lack of sex drive, abnormal bleeding(general), abnormal vaginal bleeding, menorrhagia, migration of essure device, dysmenorrhea, cramping. Events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.